Event description:
Reporter alleged discrepant back to back blood glucose results of 237 mg/dl versus 117 mg/dl and 214 mg/dl versus 114 mg/dl when both comparative tests were performed within 10 minutes on the compact system. The location of the testing was not provided. As a result of the comparison, no actions were taken and no treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent. Compact system: mete and compact test strip drum lot number 20657142 with an expiration date of 06/30/08.

Manufacturer narrative:
The suspect product is the compact test strip drum.